Event description:
It was reported that the outer box of the sterile package was opened by nurse. The nurse saw a black hair inside the sterile package. Package was not opened and they proceeded to open another implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.